Event description:
The customer reported that the surgeon was unable to pull the trigger to activate the knife in order to cut tissue. At this point, a small portion of the blue jaw fell into the pt cavity. The material was retrieved from the pt and there was no injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.